Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it is possible to dissemble the insertion handle into its pieces when the handle is opened after having put in the nails. It is possible to open the handle between the blue handle and the top of the handle. There was a fifteen minute delay of surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event: it was reported that this occurred during the christmas holiday but the exact date was not reported. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: a manufacturing evaluation was performed for the subject device. The investigation of the complained inserter shows that the instrument could be dismantled and the drill chucks blocked. The device shows heavy hammer marks on the head section at handle and at the chuck. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is possible that the inserter goes damaged due to exceeding applied mechanical force, or direct impact effect. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.